Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: one no cartridge detected eaw 163 warning observed in blackbox on (B)(6) 2016. Load step malfunction was not duplicated during investigation. The force calibration passed at 189. Opened pump- no evidence of physical damage on force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.